Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2014 and suture was used. During the procedure, after an extended length of time closing the surgical wounds, the resident stated either the needle he was using was very dull or the patient had tough skin. It was found the tip of the needle was not visible. The resident did explore the umbilicus incision and used a magnet in a sterile bag to attempt to find the missing tip. The search was unsuccessful. An x-ray completed with negative results. The broken piece may potentially remain in the patient¿s body. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.